Event description:
In 2008, the baxter affiliate in australia was informed about two incidents where an unk baxter pump was infusing inotropes to post coronary bypass graft (CABG) pts and there was "air in line alarm from the memory on the tube." In both cases the pt almost arrested. The facility reported they struggle with the need to stop the infusion to change volume to be infused. Its unk what the serial number for this pump is but the pt in this event was a female who underwent laparotomy for a small bowel obstruction and requiring a stoma. The surgery was on the previous month, and the pt was admitted to the intensive care unit (ICU) post operatively. The pt was on a triple channel colleague pump that was infusing noradrenaline at a rate of 4 mls per hour, and a strength of 6 mgs in 100 mls. The pt was septic and required inotropes. On four days later at 0930, the inotrope infusion alarmed with the cause identified as "air in line". There was no air visible, attempts were made to aspirate the line and move the clamp has been the instructions from baxter if this problem occurred. During this time, the pt's blood pressure dropped and the nursing staff were making every attempt to get the infusion restarted. After approx 3 to 4 minutes, the infusion was recommenced and the pt's blood pressure became stable. This report is against the baxter solution infusion set fnc1169 that was used. The lot number is unk. The device is the same or similar to the set. This complaint is related to another complaint.

Manufacturer narrative:
The actual set is not available for eval. The companion sets have been requested but has not been rec'd. Should samples be rec'd for eval, a f/u report will be filed upon completion of the eval or if add'l info becomes available. Device is manufactured in another country. It is not distributed in the u.s. However, it is same or similar to device with the FDA classification code.